Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned devices indicated that stem was fractured near the neck. The stem also exhibited damage from micro-motion and contact with explantation tooling. Material analysis: a material analysis was performed and indicated the following: "plastic surface deformation consistent with micro-motion at the stem-cement interface is consistent with fatigue fracture due to cyclic loading.1 the final overload fracture occurred on the medial side after significant fracture propagation. The taper lock between head and stem had remained intact. Eds showed that the stem chemistry is consistent with the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." -clinician review: a review of the provided medical information by a clinical consultant indicated: " stryker pi report undated: left ap hip with broken exeter stem implants involved: exeter v40 stem 44 mm no 2 confirmation: the event can be confirmed. The stem was fractured at the base of the neck. Root cause: the root cause cannot be ascertained." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the stem. The device was returned for evaluation. A material analysis was performed and indicated the following: "plastic surface deformation consistent with micro-motion at the stem-cement interface is consistent with fatigue fracture due to cyclic loading.1 the final overload fracture occurred on the medial side after significant fracture propagation. The taper lock between head and stem had remained intact. Eds showed that the stem chemistry is consistent with the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." A review of the provided x-ray image by a clinician also confirmed the event. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken exeter v40 femoral stem. Patient admitted to hospital, revised.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
Broken exeter v40 femoral stem. Patient admitted to hospital, revised.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed by clinician review. Method & results: product evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided to the consulting clinician for review which noted that, " the event can be confirmed. The stem was fractured at the base of the neck. The root cause cannot be ascertained. There was a fracture of the stem at the base of the neck. Examination of the implant may define the root cause such as impingement on the metallic shell or manufacturing issue. Reviewing the medical records may allow additional assessment for cause such as trauma." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to fractured stem. The available medical records were provided to the consulting clinician for review which noted that the event can be confirmed. The stem was fractured at the base of the neck. The root cause cannot be ascertained. There was a fracture of the stem at the base of the neck. Examination of the implant may define the root cause such as impingement on the metallic shell or manufacturing issue. Reviewing the medical records may allow additional assessment for cause such as trauma. The exact cause of the event could not be determined because brief description. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible. If additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Broken exeter v40 femoral stem. Patient admitted to hospital, revised.